Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. It was reported at some point in 2020 (unspecified) the patient's pump was empty. It was indicated the pump alarmed at this time. The pump has since been replaced due to normal battery depletion and the patient was implanted with a new pump.